Event description:
It was reported that high impedance was observed on vns patient's system. It was reported that the patient's seizures were not increased. It was reported that the device was turned off on (B)(6) 2015. No known surgical interventions have occurred to date.